Manufacturer narrative:
Corrected data - h.6 - device and health impact codes. Updated data - h.6 - eval method, eval results and eval conclusion codes. Conclusion: the subject delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Images were not received to review. Vascular access related complications, such as dissection, hematoma, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that more than the expected applied force on the delivery catheter system (dcs) was required to navigate through the severe tortuosity of the patient's vascular anatomy. Per the evolut IFU ¿do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ in this case, it was noted that the patient presented with acute angulation of the descending aorta to both femoral arteries. This indicates that the probable cause of the reported dissection was patient anatomy. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure, and a conclusive cause could not be determined from the limited information available. The patient subsequently died due to aortic dissection. Vascular related complications, such as patient death, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). In this case, the physician reported that the dissection was caused by various factors including severe vascular tortuosity, calcification between the proximal descending aorta and the aortic arch, the non-medtronic guidewire, and the excessive force applied on the dcs during advancement. A device history record (DHR) review was performed on the dcs and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Additional information was received that a non-medtronic guidewire was used for additional structural support and more than the expected applied force on the delivery catheter system (dcs) was required to navigate through the severe tortuosity of the patient's vascular anatomy. Per the physician, the combination of the severe vascular tortuosity, the presence of calcification between the proximal descending aorta and the aortic arch, the non-medtronic guidewire, and the force applied on the dcs during advancement caused the dissection. The heart team determined no treatment would be performed to address the dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: the product was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was successfully implanted in the aortic annulus. A transthoracic echocardiogram (tte) confirmed no paravalvular leak (pvl), however the blood pressure was low despite inotropic support. Fluoroscopy revealed an acute dissection with a possible intramural hematoma at the descending aorta. Extracorporeal membrane oxygenation (ECMO) was initiated and one pint of blood was transfused. The patient subsequently died due to aortic dissection. Acute angulation of the descending aorta to both femoral arteries was reported to have contributed to the aortic dissection and death.